Event description:
"Endotracheal tube was discovered kinked (twisted) between the 19 and 21 cm marks during cardiopulmonary arrest. Dpr was successful, however the pt incurred a pneumothorax. The endotracheal tube was replaced. The pt expired 11 days later for causes that are believed to be unrelated to this event." Note: info taken from medwatch from submitted by facility.